Manufacturer narrative:
(B)(4).

Event description:
The patient/consumer called to report that after the initial lens was implanted, she was very nearsighted. She could not drive or function as a minister. She has had to wear an eye patch. She verified that the surgeon had to put another lens on top of the first lens. Her friends are telling her that having to have "another lens" added to her eye is wrong.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
In a follow up, the surgeon reported that piggyback lens was implanted (B)(6) 2017. Due to irritation and watering of the eye, the patient is using ongoing regimen of topical steroids.

Event description:
A surgeon reported that after an unexpected refractive outcome was observed post intraocular lens (iol) implant procedure, he implanted a "piggyback" iol to improve the visual outcome. The surgeon does not suspect a mislabeled product, and adjusted the power by using a competitor's lens for the "piggyback" procedure. Additional information was requested.